Event description:
Kimberly-clark received a report from canada stating, "endotracheal tube adapter broke off where the stem of the connector enters the et tube. Extubation of the patient and subsequent reintubation after hand ventilation was initiated. This was the fifth day of use of the endotracheal tube adapter." Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).

Manufacturer narrative:
The device history record was reviewed and documented that the product lot reported in the incident met manufacturing specifications. The device was returned to kimberly-clark for analysis. The tip of the 3.5 y-adapter is broken off inside the et tube. There is a jagged break at the bond joint of the 'y' adapter. We do not have the root cause at this time as the investigation is ongoing. The directions for use caution, "do not use for more than 24 hours." The device is packaged with new 'y' adapters that are to be changed with each change of the closed suction catheter. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.